Manufacturer narrative:
The device associated with this report was not returned. It was discovered segmentation misplaced the note about metal. The designer was then unaware patient had metal to be imported. Segmentation was done correctly and within trumatch specifications. Review of the design file confirmed the case and block design were designed within trumatch specifications. (B)(4) was initiated to mitigate potential related future events. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The saw blade made contact with an acl screw in the femur of the patient.